Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. Potential lot number - 71f17f0554.

Event description:
The customer reports leaking from the distal lumen.

Manufacturer narrative:
(B)(4). The customer returned a 2-lumen cvc catheter for evaluation. The catheter showed evidence of use and was returned with the box clamp attached to the catheter body and an additional injection tubing set attached to the distal extension line. Visual examination of the catheter with the naked eye did not reveal any defects or anomalies. Residual adhesive material was observed on both of the extension line bodies and the catheter body. Dried blood was observed within the catheter body and in the skive holes indicating use. Functional testing identified a leak in the distal extension line body adjacent to the distal luer hub. Microscopic examination revealed a small hole in the location of the leak identified in functional testing. The appearance of the hole was round and jagged and was consistent with damage related to use rather than a manufacturing issue. The hole in the distal extension line was located 3 mm from the bottom of the distal hub. The distal extension line inner and outer diameter, and the catheter body length were measured and all were found to be within specification. (Con't) other remarks: the catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into each of the extension line hubs using a lab inventory 10ml syringe. No leakage was observed from the proximal extension line was pressurized. Water was observed leaking from the extension line body, near the luer hub, when the distal extension line was pressurized. The customer did not supply a lot number but a potential lot was determined from the sales history of the customer. A device history record review was performed on the catheter including the distal extension line and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product cautions the user to not use scissors to remove dressing to reduce risk of cutting catheter. The IFU also cautions "ensure catheter patency prior to injection. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi), to reduce risk of intraluminal leakage or catheter rupture." The customer report of the distal extension line leaking in use was confirmed through visual/functional inspection of the returned sample. Functional leak testing of the catheter revealed a small hole in the distal extension line body. The appearance of the hole was round and jagged and consistent with damage resulting from use rather than a manufacturing issue. A device history record review for the catheter did not reveal any manufacturing related issues. Based on the condition of the returned sample and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports leaking from the distal lumen.